Event description:
It was reported that the lead explanted as a part of the system due to infection and erosion. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145847.